Event description:
Reporter is medical staff employee who witnessed resident being lifted into the air, when the device got stuck in the "up" position. Reporter states that the staff physically unhooked the resident and manually lowered them down. There was no injury reported to the resident or staff. Manufacturer aware and equipment has been sent for repair. It is believed there is a problem with the "field limit switch."